Event description:
The complaint is reported as: while placing sheath introducer for a patient, the guide wire kinked while it was being passed through the blue introducer needle. Dr. Did experience a needle stick because of the malfunction. She was taking proper precautions, stopped the procedure, asked for a bandage, re- sterilized and completed the procedure and then was going to follow up with employee health. No patient harm reported. Additional information was requested to follow up on the clinician's condition following needle stick and it was reported there was "no harm to the clinician to date".

Manufacturer narrative:
Qn #(B)(4). The customer returned one spring wire guide (swg) and lidstock for investigation. Signs-of-use in the form of biological material was observed on the guide wire. Visual inspection of the sample revealed a slight bend towards the distal end of the guide wire body. The j bend appeared to be intact. Microscopic examination confirmed both welds were attached and fully formed. Visual inspection of the introducer needle could not be performed as the needle was not returned by the customer. The slight bend on the guide wire measured 27 mm from the distal weld. The guide wire total length measured 457mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .849mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. The IFU provided with this kit states: "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The undamaged portion of the swg was advanced through a lab inventory ars and 18 ga introducer needle. The swg passed through with minimal resistance. Functional inspection of the introducer needle could not occur since the needle was not returned. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed on the reported lot, with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit states the following: "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." "If cat heter/needle is used, arrow raulerson syringe will function as a standard syringe, but will not pass spring-wire guide." "Warning: although incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". "Do not withdraw spring-wire guide against needle bevel to avoid possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire contained a slight bend towards the distal end. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. The customer stated "the guide wire kinked while it was being passed through the blue introducer needle." Per the customer report, the guidewire was attempted to be passed through the 18 ga blue introducer needle which is supplied as part of the catheter-over-needle subassembly. However, the guidewire is not intended to be passed through this component. The IFU provided with this kit states "if catheter/needle is used, arrow raulerson syringe will function as a standard syringe, but will not pass spring-wire guide." Since the user went directly against the IFU, the root cause of this complaint is intentional user error and a customer in-service has been requested. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: while placing sheath introducer for a patient, the guide wire kinked while it was being passed through the blue introducer needle. Dr. Did experience a needle stick because of the malfunction. She was taking proper precautions, stopped the procedure, asked for a bandage, re- sterilized and completed the procedure and then was going to follow up with employee health. No patient harm reported. Additional information was requested to follow up on the clinician's condition following needle stick and it was reported there was "no harm to the clinician to date".